Event description:
Per the clinic, the patient experienced open circuits on six electrodes and loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved, resulting in the plans to explant the device and to reimplant the patient with a new device. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis indicated device failure. The device analysis report attached.